Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache and turbid effluent. The cause of the peritonitis was not reported. The patient presented to the emergency room and received unspecified treatment for the event; however, it was not reported if the patient was hospitalized for the event. At the time of this report the patient was not recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.